Event description:
It was reported that, "screwdriver tip failed during screw insertion. Tip remained logged in trident screw in the patient. Screw was fully seated and surgeon elected to leave the screwdriver tip in place and inserted polyethylene liner."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.